Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Besides, omsc confirmed the following additional information. Manufacturing date: 2007/03/17. Repair history: the video connector receiver, battery, and image signal processing board had been replaced on (B)(6) 2017. The exact cause of the reported event could not be conclusively determined. However, based on the investigation results by the repair center, omsc surmised that the cause of the reported event as follows. It is presumed that there was the possibility this failure was attributed to the aging degradation of the parts of the video connector receiver due to the repeatedly long-term use because more than 14 years had been passed since the subject device had been manufactured. And, when the user connected the video connector, there were foreign substances (chemical residue, water dirt, sebum dirt, dust, gauze fluff, etc.) On the video connecter. As a result, the electrical contact of the connector becomes unstable, it has interfered with the image transmission and communication of the scope and the video processor, it is assumed that the image of the subject device was not displayed. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during unspecified timing, the image of the subject device was not displayed when the scope was connected to the subject device. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated. The lock of the video connector was damaged and there were deposits on the electrical contacts.